Event description:
It was reported that the patient presented with diaphragmatic stimulation. The left ventricular (lv) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 693565 implantable tachy lead implanted: 2014 (B)(6); product ID 457453 implantable pacing lead implanted: 2014 (B)(6). (B)(4).